Event description:
Hold nbii it was reported by attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and prolene soft was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 and (B)(6) 2020. It was reported that the patient experienced chronic pain, inflammation, swelling, bowel obstruction and gastrointestinal malfunction.

Manufacturer narrative:
Appropriate term / code not available (e2402) utilized to capture gastrointestinal malfunction. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: 4/18/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.